Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd preset¿ arterial blood collection syringe resulted in failure of the product to contain blood (i.e. Crack or hole in the syringe). The following information was provided by the initial reporter: the customer stated, "when using the abg, it found that the stopper has cracks."